Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM provided their own investigation for this device and is a result of the following information. The device was not returned to the OEM for investigation,. The OEM had pictures of the device provided for them and used those pictures to perform the investigation. The OEM states, the pictures showed an easily visible shaft dislocation just below the funnel with the funnel still attached via a visible coil and some sheath material. This unit was 1 of the 15 5-packs (75 units) shipped form the lot 25feb2019. A review of the DHR found no anomalies with this lot. The OEM states the occurrence rate of this failure mode remains very low. Previous investigations of the issue included the possibility of adding a strain relief to the failure area to minimize any handling damage, but was not implemented. The cause for this complaint is undetermined, but it is not considered to be caused by a material manufacturing condition.

Manufacturer narrative:
The access sheath was not returned to the service center for evaluation. A picture provided by the user facility that shows the device is broken. The exact cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a therapeutic flexible transurethral lithotripsy (f-tul) procedure, the access sheath broke. No device fragment fell into the patient. There was no bleeding reported. The procedure was completed a spare unit. The patient did not require an additional procedure or extension of stay. There was no patient injury reported.